Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device with the rotawire. The advancer unit and burr unit were received attached together as single unit. The advancer knob was received tightened in a backward position. Microscopic inspection presented no damage or irregularities to the device. The rotawire was not stuck or received inside the device. The wire was able to be inserted and advanced with no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05430. It was reported that burr stuck on guidewire occurred. A 1.25mm rotalink¿ plus and a rotawire wire selected to be used. During the procedure, when the burr was advanced over the guide, there was an adhesion between the two elements. The burr was blocked on the guide and it was impossible to push or to retrieve it. The procedure was completed with another device. No patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05430. It was reported that burr stuck on guidewire occurred. A 1.25mm rotalink¿ plus and a rotawire wire selected to be used. During the procedure, when the burr was advanced over the guide, there was an adhesion between the two elements. The burr was blocked on the guide and it was impossible to push or to retrieve it. The procedure was completed with another device. No patient complications reported.